Manufacturer narrative:
Lead model 3387-40 lot#j0309652v implanted: (B)(6) 2005 explanted: na; lead model 3387-40 lot#j0309652v implanted: (B)(6) 2005 explanted: na; extension model 748266 serial #(B)(4) implanted: (B)(6) 2003 explanted: na; extension model 748266 serial #(B)(4) implanted: (B)(6) 2003 explanted: na; recharger model 37651 serial #(B)(4); programmer model 37642 serial #(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect due to a depleted implantable neurostimulator (ins) battery. The cause of the depleted battery was due to the improper recharging of the ins. Specifically, the patient was charging during the night and would lose coupling between the external recharger and the ins during that time which led to a depleted ins battery. The healthcare professional was instructed as to how to properly recharge the patient's ins battery. If additional information is received, a follow up report will be sent.